Event description:
The customer reported on (B)(6) 2014 at 7::55 pm he activated a new pod and that his blood was reading between 74 mg/dl to 452 mg/dl for the next day and a half. On (B)(6) his blood glucose, carbohydrate intake and insulin history is as follows: he noticed the pod was coming off the adhesive pad and that the cannula was out of his skin.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported separation of pod and adhesive or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria.